Event description:
There was no patient involved in this event. This device malfunction because the green status indicator was defective. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011. During installation the customer reported the green status indicator was not flashing. On investigation the green status indicator was not flashing. On investigation the green status indicator was not flashing as reported. The problem was revealed to be a poor solder connection on pin 12 of the membrane tail. When the joint was re-flowed the green led was flashing as normal. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.